Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user heard a strange sound before losing all access to sound with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user heard a strange sound before losing all access to sound with the device. The user has been re-implanted.